Manufacturer narrative:
The device was not returned, thus no investigation could be completd.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to lead failure (lead had been implanted 343 months). A right atrial (ra) lead was also present in the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. A spectranetics 14f glidelight laser sheath was used first. The glidelight advanced to the innominate/superior vena cava (svc) junction then progress stalled. The physician switched to a spectranetics 11f tightrail rotating dilator sheath. During use, the mechanism of the tightrail was sticking each time the physician released the handle. He backed the tightrail out of the vessel, but was unable to completely back it off the lld. It was noted that calcium was present at the inside tip of the tightrail, so he attempted to first clear the calcium with a kelly surgical clamp, and then attempted to flush saline from the rear of the tightrail to push the clogged tissue out; both methods were unsuccessful in removing the tightrail from the lld. The physician chose to cut into the tightrail with surgical scissors to clear out the calcium, not cutting the lld in order to maintain the lead's prep and traction platform. He was successful in clearing out the calcium then backed off the remainder of the tightrail off the lld. A new tightrail was opened, rv lead was removed and the procedure was completed successfully with no reported patient harm. This report captures the tightrail which was entrapped on the lld, requiring intervention.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 17 may 2022. G3): the device evaluation and investigation were completed on 18 may 2022. H3): the device was returned and evaluated by a cross functional team. The device was returned with the distal tip cut; the distal tip was not returned. The inner coils were exposed on the distal end of the device. The shaft had no audible crepitation but it held a shape set, indicating biologics were present within the tightrail''s shaft. No blades were present to check concentricity or actuation of the drive shaft. The internal mechanisms were all in good working condition, with biologics present. Test actuations could not be performed, due to distal tip not being returned. H6): biologics discovered within the shaft of the device during the evaluation, as well as information reported in the initial complaint, led to the conclusion that excessive biologics caused the inability of the device to back off the traction platform.

Manufacturer narrative:
A1): after submitting supplemental MDR #1 on (B)(6) 2022, it was discovered that the incorrect patient identifier was populated in a1. This supplemental MDR #2 corrects this number to (B)(6) (from (B)(6)).